Manufacturer narrative:
Continuation: product ID 3708240, lot# (B)(4), serial# (B)(4), product type extension, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, lot# (B)(4): product type programmer, patient product ID 3998, lot# j0519561v, serial# (B)(4): product type lead. (B)(4).

Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that there was an increase in the patient's "baseline pain". There was no known accident or incident related to this. It was stated that the area of symptoms was in the low back and both legs. It was reported that they were "getting zapped by their stimulator." It was stated that this started "suddenly" on (B)(6) 2013. It was noted that at first the patient just thought that they were "twinges", but they kept getting "sharper and more frequent." The patient turned their device off, and then turned it back on the following day, and five minutes later it started again. The patient turned the device off. It was noted that the "zapping was sharp enough that their legs almost buckled". The patient stated that "it takes their breath away". It was reported that pain returned to the patient's low back and both legs. It was reported that the patient could not sit or stand for very long and "when they would get up the zapping brought tears to her eyes". Additional information from the health care provider (hcp) reported that the cause of the event was unknown. It was stated that impedance tests were done and electrode #3 "shorted out." Electrode #3 had an impedance value of less than 50 ohms. Reprogramming was attempted in (B)(6) 2013, but it was unsuccessful. The patient was referred to another doctor for a surgical revision.